Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the right aorta in a 64-year-old male patient with a past medical history of coronary artery disease (cad), presenting in scai stage b shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk surgery (coronary artery bypass graft). While the patient was in the intensive care unit (ICU), the automated impella controller (aic) console had a "controller error" alarm, the consoles were exchanged, no further issues were noted. The nurse reported that the impella never stopped working. A few days later, the impella was successfully weaned, and the post-procedure outcome is survived at explant. The device functioned at p-5 at 3.3l/min with no issues. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
B1: per a review of the complaint record, added product problem. H6: added code a1102.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.